Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed broken corners in the back of the device and two of the standoffs for the led board inside the unit were broken. During evaluation the unit was able to power on, however, non-illuminating segments on the front display were observed. It was verified that broken solder joints on r45 and r53 in the ui board caused segments on the board not to illuminate. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that some of the leds on the numeric display do not illuminate. No known impact or consequence to patient.